Event description:
The customer called on (B)(6) 2015 and reported experiencing high blood glucose of 415 mg/dl. Troubleshooting was performed with the insulin pump. The drive support cap appeared flush. During manual prime, insulin exited at the quick release. The infusion set cannula was found to be crimped. Customer declined to continue troubleshooting. The customer called back on (B)(6), 2015 and stated her blood glucose went up to 471 mg/dl, which was treated with a syringe, and it came down to 300 mg/dl. The customer stated there were two infusion sets that she would be returning with bent cannulas.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.